Event description:
It was reported that the patient presented to the clinic for a follow-up and during upgrade procedure, the patient received an inappropriate shock and the procedure was delayed. The next day, during interrogation, no episodes were visible. Tachy therapy was turned off and upgrade procedure was successful. Normal device function was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.